Event description:
Device malfunction: resistance during device insertion. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during device insertion into the vessel, resistance and "drag" was encountered. The operator did not feel comfortable with the resistance and removed the device uneventfully. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4): the device was received. Investigation is not complete.